Event description:
Dialysis staff are experiencing "air in the lines" a few minutes after they start dialysis treatment and during treatment from the arterial side. This is due to defective dialysis blood lines causing loose connection to the needles or dialysis catheters resulting in air being trapped in the system. The staff makes sure that they are securing the connectors before starting treatment. The lot number listed below are causing the issue. We are pulling the lot number in question and will be using a different lot number. Logistics department, vha national dialysis leadership and the vendor/manufacturer were informed. Lot a2500260 exp:2028-06-07 ref sl-2010m2096.